Event description:
Received info regarding a cartridge alarm 16 during the load process.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.